Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose at the time of the incident was 170 mg/dl. Customer was out kayaking and the pump was in their pocket with their cell phone. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad trace. No button error alarm noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.